Event description:
It was reported that during a da vinci-assisted low colorectomy surgical procedure, the white gasket (teflon pad) came off. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. Visual inspection of the instrument found the teflon pad of the clamp damaged. Missing material not returned. The root cause of the failure is typically mishandling/misuse.